Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pain underneath the device when laid back in the chair and same pain when laid down. Also, patient stated that right after the implant of this device pain gotten worse. Thus, surgical reposition was performed. This device remains in service. No additional adverse patient effects were reported.